Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received.